Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the device was evaluated by an approved service provider. The malfunction was attributed to water ingress. Evaluation found internal water damage within the tubing, compressor, and smart pneumatic module (spm) board. Due to the observed condition of the device, repairs to the components mentioned was recommended. However, the facility declined the repair, and the device was returned, not certified for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "internal comm failure - 1474" error message. Complainant indicated that there was no patient involvement in the reported malfunction.